Event description:
The leads were returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead in segments was returned and analyzed. Evaluation summary: distal conductor fractured; full lead returned and analyzed. Other text: trueicapsurefix novusimplantable pacing lead. The leads were returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated, electrical tests performed. Mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor. No conclusion can be drawn. Unknown (for use when the device problem is not known).